Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly was restarted and the procedure was continued. Evaluation of the logs indicated that the arm cart assembly failed calibration twice due to a mismatch in primary and secondary position readings at robotic arm joint 2. The logs did not indicate any communication issues with the arm cart while operating. The logs showed an error code for ¿pre-existing communication was lost with arm cart assembly 3¿ and an error code for ¿communication loss with arm cart assembly 3¿ occurred. However, these are errors are associated with the restart process of the arm cart assembly. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. However, the most likely cause of the calibration failure condition could be traced to a component design issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, the robotic arm experienced calibration failure multiple times and an arm communication error. The troubleshooting steps included restarting the robotic arm, pressing all buttons, and verifying that sensors were not being pressed. Following these actions, the robotic arm functioned correctly and was used for the remainder of the procedure. The surgery continued with the same arm. The surgery was delayed by 20 minutes due to the reported issues. There was no patient involvement.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, the robotic arm experienced calibration failure multiple times and an arm communication error. The troubleshooting steps included restarting the robotic arm, pressing all buttons, and verifying that sensors were not being pressed. Following these actions, the robotic arm functioned correctly and was used for the remainder of the procedure. The surgery continued with the same arm. The surgery was delayed by 20 minutes due to the reported issues. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.